Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's remote had an error message multiple times this morning stating software error and to call manufacturer. Patient denies dropping the remote or external factors. Patient did remove the battery several times; however, the error message persists. Patient removed the battery from the back of the remote several times throughout the day in order to clear the message. She reports that each time she clears the message that roughly 30 minutes later the error message is present again. No symptoms were reported. Additional information was received. It was reported the patient (pt) started seeing a system problem rm-05 code several days ago. Pt says it started taking longer to charge and the rtm heats up. The patient made their manufacturer representative aware of this "several days ago" and then yesterday they troubleshooted with them and they had them take battery pack out which temporarily resolved. A new recharger was requested. No symptoms were reported. Additional information received from the rep reported that the patient has spoken to tech services and a new recharging antenna was received by the patient and reports that the issue is resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a failure; when trying to read ins get rm05 error code. Device failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.